Event description:
It was reported that the customer was hospitalized due to unexplained low blood glucose. Caller stated that the customer's blood glucose reading at the time of hospitalization was low. Caller stated that the customer was having issues with her insulin pump and with her sensor. Caller stated that the insulin pump is alarming and it reads threshold suspended, and her sensor was giving incorrect readings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report numbers 3004209178-2014-81634 and 3004209178-2014-81635